Event description:
4 crrt bags noted to have small leak while bicarb peel seam was broken to mix with electrolyte solution. Lot q2001508, exp 1/1/2022, lot q2001508, exp 1/1/2022, lot q2001506, exp 1/1/2022, lot q2002698, exp 2/1/2022.